Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has reportedly fully healed and is wearing the device. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced skin breakdown at the incision site. The recipient was prescribed a topical antibiotic (type unknown) for one week.